Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Review of automatic mode switch (ams) episodes revealed multiple episodes of post-paced t-wave oversensing (pptwos). Programming changes were made. The patient was in stable condition.